Event description:
It was reported that the device illuminated a flashing wrench on the display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control offered service to the customer, but the repair was declined due to cost. The root cause for the reported failure cannot be determined, as the device will not be evaluated by physio-control.